Event description:
It was reported that during a vitatron session, the programmer was unplugged. Once it was powered back on, it was stuck on vitatron and could not be switched back to medtronic. Another programmer was used to complete the case. No patient complications were reported as a result of this event. Later, an error message occurred when running the service disk in an attempt to correct the issue.

Event description:
It was reported that during a vitatron session, the programmer was unplugged. Once it was powered back on, it was stuck on vitatron and could not be switched back to medtronic. Another programmer was used to complete the case. No patient complications were reported as a result of this event. Later, an error message occurred when the running the service disk in an attempt to correct the issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer booted up to a vitatron screen. It was also noted that the cooling fan was noisy.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed that the programmer booted up to a vitatron screen. It was also noted that the cooling fan was noisy.